Manufacturer narrative:
The investigation concluded there was no hardware impact on the results alleged. Although a root cause cannot be identified with the information provided, the result is likely a true positive for sars-cov-2. Review of the provided data suggests that true amplification was generated for the sars-cov-2 target. The investigation into the alleged lot indicates that the reagent is working as expected and a systemic product problem cannot be identified. In addition, sample to sample variability can occur due to: when sample was collected in relation to disease course (pre-symptomatic, or as infection descends to lungs/or patient recovers); how sample was stored prior to testing (sample degradation); or inadequate sample collection.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged discrepant results using the cobas sars-cov-2 & influenza a/b test assay for use on the cobas liat system. The original sample tested on cobas liat and generated a sars-cov-2 positive, influenza a and b negative result the same sample was retested on cobas 6800 and generated a negative result for sars-cov-2. A new sample was collected and tested on two separate cobas liat analyzer and generated a negative result for all three targets each time. The positive result was reported to the medical staff. No harm is alleged. Per FDA guidance for eua, 1 MDR is being submitted.